Event description:
The patient received inappropriate shocks for suspected double counting. Low r-waves and varying capture thresholds were observed. Lead dislodgement was noted. It was reported that the patient used a wheelbarrow to move bricks five days post-implant. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.